Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had blurry image. The issue happened during preparation prior to unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: h2; h3; h4; h6; h10 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, there were lines on screen due to a faulty charge coupled device (ccd). Additional findings: small cut on the cable and failed leak test. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was not detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. The most probable cause of ¿lines¿ on the screen, cut on the cable and failed leak test was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had blurry image. The issue happened during preparation prior to unspecified procedure. There were no reports of patient harm.